Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. The error recurred each time customer attempted to start a new sensor session. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.